Event description:
A distributor in (B)(6) reported that during the performance check of an iw934aeu baby control cosycot infant warmer, it was observed that the power fail alarm indicator only flashed but did not give an audible alarm.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The supercapacitor on the pcb board stores sufficient electrical charge to power the infant warmer (iw) visual and audible alarms, which alert the user in the event of the power fails while the in the event of a failure while the unit is switched on. The supercapacitor is a replaceable component; however, given the age of the iw unit (2 years) it is unlikely that the reported failure is due to the wear and tear of the supercapacitor. The distributor reported that the power fail alarm indicator only flashed but did not give any audible alarm, suggesting that it could be due to pcb or another component of the iw unit. Without the actual device, we cannot conclude definitively the root cause of the reported fault. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint iw unit did not reveal any discrepancies. (B)(4).

Manufacturer narrative:
(B)(4). The defective component of the complaint iw934aeu baby control cosycot infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported that during the performance check of an iw934aeu baby control cosycot infant warmer, it was observed that the power fail alarm indicator only flashed but did not give an audible alarm.